Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be defective hardware. The log file analysis shows the charge couple device (ccd - a light sensitive chip in place of a camera) was not reachable. As a consequence, the release of x-ray was prohibited. Upon investigation, the customer service engineer checked the clamping and correction board (ccb) inside the real time controller (rtc) which supplies the ccd camera with 24vdc. The cse found the led on the ccb off and another led was flashing. The flashing led was an indication of an unstable supply voltage and therefore, a defective ccb board. As a result, the ccd camera is not reachable for the imaging system. After the replacement of the rtc the system works as specified. The damaged rtc has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fa system. During an interventional procedure, the user reported that x-ray was unavailable. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.